Event description:
The customer reported that her insulin pump alarmed. The blood glucose reading was 143mg/dl. Troubleshooting was performed. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime as a result of a loose drive support disk. The insulin pump was received with missing end cap sticker.